Manufacturer narrative:
Date of event: exact date unknown, event occurred on the date of explant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted ipg and linear leads were not returned. No further information has been obtained despite good faith efforts.